Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within an esophageal stricture on (B)(6) 2012, during a stent placement procedure. According to the complainant, during the procedure, the physician was unable to deploy the stent as the suture was "not opening." Subsequently, the device was removed from the patient and another ultraflex esophageal covered stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted and the details of the complaint, a definitive root cause could not be determined.